Event description:
Celiac artery stent (cordis palmaz genesis) placed for acute on chronic mesenteric ischemia. Pt re-admitted for severe abdominal pain 9 days later fracture of the stent was noted on cta with distal embolization of the downstream stent fragment. Pt also noted to have splenic infarct and pancreatitis at that re-admission.